Manufacturer narrative:
Batch review performed on 23 august 2024: lot 1906027: (B)(4) items manufactured and released on 15-oct-2019. Expiration date: 2024-10-09. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had primary knee surgery on (B)(6) 2020. On (B)(6) 2021, the patient came in reporting pain due to a tibial subsidence. The cause of the tibial subsidence is unknown. The surgeon revised the tibial tray, insert, and implanted tibial augments, an offset connector, and a fluted extension stem. The surgery was completed successfully. On (B)(6) 2024, the patient came in reporting pain due to a loose femur and the cause is unknown. The surgeon revised the femur and insert. The surgery was completed successfully.